Manufacturer narrative:
The engineering evaluation and conclusion was approved (B)(4) 2013 and states: the 6900p mitral pericardial valve (sn (B)(4)) was returned and evaluated by engineering, who confirmed that one end of a black suture marking stitch was exposed. The other end of the stitch was securely attached to the valve. The exposed end of the stitch was visually examined at 4x magnification. The stitch appeared to have been severed as the exposed end was frayed and had unraveled fibers. No other visible inconsistencies were observed on the device; however the ID tag had been removed, which suggests the device had been used. The valve was subsequently dismantled by engineering and the exposed stitch was removed. The other black marking stitch on the valve, which was intact and securely fastened, was also removed. The two stitches were then compared to one another and the exposed stitch appeared to be significantly shorter than the intact stitch, which further suggests the exposed stitch had been severed. Based on the available information, it cannot be conclusively determined when the black suture marking stitch became exposed; however, it is unlikely that the device left edwards' manufacturing environment with the observed defect. A DHR review confirmed the device passed all inspection points for product release and there were no defects observed on the black marking stitch. During production, there are redundant inspection steps to visually examine the device for defects. Per edwards' pericardial heart valve inspection procedures, each valve is 100% visually checked for cloth tears, frayed material, or loose threads during assembly. Prior to product release, the device will be 100% visually inspected for loose threads, cloth tears, or thread loops in the sponge cover cloth, wireform cover cloth, and the commissure cover cloth. Therefore, it is very unlikely the device would have passed these inspections with the observed exposed stitch.

Event description:
Reportedly, the device was not used because the suture mark was not in place. Per the customer report, in the procedure prior to the of use the device, it was found the suture mark was not in place. This was detected before use.

Manufacturer narrative:
Evaluation summary attached: customer report of suture mark not in place was confirmed. As received, black suture mark was loose on one end. End of loose thread appeared frayed and uneven. Edwards lifesciences hvt engineer examined the valve and could not determine the cause of the loose thread. No visible inconsistencies observed on leaflets. The wireform was intact, as evident in the x-ray. Engineering evaluation was opened to document further investigation. Method: x-ray. Additional manufacturer narrative: the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Engineering evaluation is currently in progress.